Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with 85% stenosis in the proximal diagonal branch. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent dislodged during delivery to the lesion. The dislodged stent was moved from the diagonal to the lad and pressed against the vessel wall using another stent. No patient injury reported.

Manufacturer narrative:
Additional information: one resolute onyx drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with 85% stenosis in the proximal diagonal branch. Resistance was noted on withdrawal of the device, excessive force was not used. The dislodged stent was pressed against the vessel wall using a 2.75x22 mm resolute integrity stent. It was stated that it was not planned to stent the lad but the stent was implanted in order to trap the dislodged stent. The physician stated that there was no issue with stent quality and that hard calcification was the cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold mallika banerjee 6/25/20